Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) with lot number 5290103. However, transmitter with serial number (B)(6) with lot number 5285202 was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and reported allegation not found for serial number (B)(6) with lot number 5285202 within the investigation window. The allegation was not confirmed. The probable cause was not confirmed because there were no fatal errors in the log. The reported event of transmitter failed/error/alert is reportable however reported allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).